Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the two resolution 360 clip devices were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the clip was able to close, but would not lock onto tissue. The clip was then attempted to be deployed; however, it failed to release from the catheter. It was noted that snap and crackle were felt during the stages of deployment and pop stage was not heard. The same issue happened with the second procedure resolution 360 clip device. And the procedure was completed successfully with a non-bsc clip device. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.